Event description:
Reporter alleged obtaining the results of 236 mg/dl, 109 mg/dl, 123 mg/dl and 114 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure a dissection occurred. The lesion being treated was located in the mid right coronary artery. The physician treated the lesion by implanting a 2.75 x 16 mm taxus liberte stent. There was good sizing in the proximal part of the vessel but in the distal end, there was a step down and what appeared to be an edge dissection. The dissection was treated with a 2.5 x 20 mm stent being passed through the original stent in an overlapping fashion to cover the entire acute marginal bend. Post dilatation was performed with 0% residual stenosis.